Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was to report they did not think the system was working properly. They just established themselves with a new urogynecologist, and were told to contact the manufacturer to meet with a manufacturer representative. The patient stated, "I don't know that it's strong enough anymore." When asked to clarify what they meant, the patient stated they were not sure if it was working properly. An offer was made to assist the patient with basic troubleshooting over the phone using the patient programmer, but the patient did not have the programmer present. They would call back at a time that worked for them to troubleshoot. It was noted the patient was very distracted throughout the call, and they were talking to various other people which made it difficult to clarify event allegations and collect event details. Additional information was received from the patient. It was reported that they called back and repeated therapy issues. The patient said they had issues of not emptying the bladder and urgency. They saw a new healthcare provider (hcp) of tuesday and they tested urine and measured after patient voided and was told that there was a residual of 400. When asked, patient said that noticed return of symptoms around (B)(6) 2021 and saw medtronic representative either around (B)(6) or (B)(6) 2021 for reprogramming sessions. The patient mentioned that they had fallen a couple of times. They now had equipment and would like assistance making an adjustment. Patient services reviewed general programming guidance. Reviewed basic functionality and reviewed icon meaning: setting on program 3 at 1.8 and stim is on. When asked, patient did not see ins low battery indicator on top row. Patient increased setting to 2.0 and said that can feel and will keep it at that setting for now. Patient to monitor symptoms for a few days. Reviewed that there is a new rechargeable system. Additional information was received from the patient. It was reported that the patient didn't know what the actual problem was, but they said the machine seemed like it was becoming less affective over time. The patient did not know if the issue was due to normal battery depletion. They consulted with another doctor and they are going to try a different implantable device. Additional information was received from the patient. They reported that the device was removed on (B)(6) 2022.